Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 448 mg/dl and a high level of ketones. The cause of the elevated bg level was unknown. Bg was treated via intravenous saline and a manual injection of insulin. Reportedly, the customer left the ER 6-7 hours later with the issue resolved and no permanent damage. The customer declined a system check with tandem technical support.